Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 3880428- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, hyperlipidemia and hypertension. Concurrent conditions included tachycardia, hypertension, hyperlipidemia, irregular menstruation, urge incontinence, nephrolithiasis, insomnia, proteinuria, cystitis, hypothyroidism, amenorrhea, labile blood pressure, herpes simplex virus test positive, pain ankle, joint pain, joint swelling, chronic fatigue syndrome, fatigue, poor sleep, depression, sore throat and menstruation abnormal. Concomitant products included valaciclovir (valacyclovir) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), anxiety ("mental anguish"), urinary tract infection ("uti."), fatigue ("fatigue,") and depression ("psych injury- depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnorm. Bleed") and headache ("headaches."). The patient was treated with clarithromycin (macrobid), medroxyprogesterone acetate (provera), nsaids, paracetamol (acetaminophen), phentermine, acetylsalicylic acid (aspirin (cardio)) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the abdominal pain, vaginal haemorrhage, menorrhagia, headache, anxiety, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: essure wire placement in 2007, (B)(6) 2014, (B)(6) 2011, (B)(6) 2011 on (B)(6) 2014 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: diagnosis: nephrolithiasis. Hysterosalpingogram - on (B)(6) 2014: essure wires in appropriate position with bilateral tubal occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fatigue, headache. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event pelvic pain, genital haemorrhage, urinary tract infection were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 3880428- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, hyperlipidemia and hypertension. Concurrent conditions included tachycardia, hypertension, hyperlipidemia, irregular menstruation, urge incontinence, nephrolithiasis, insomnia, proteinuria, cystitis, hypothyroidism, amenorrhea, labile blood pressure, herpes simplex virus test positive, pain ankle, joint pain, joint swelling, chronic fatigue syndrome, fatigue, poor sleep, depression, sore throat and menstruation abnormal. Concomitant products included butalbital, ethinylestradiol;norethisterone acetate (loestrin), valaciclovir (valacyclovir) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), anxiety ("mental anguish"), urinary tract infection ("uti."), fatigue ("fatigue,"), depression ("psych injury- depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal. Bleed") and headache ("headaches."). The patient was treated with clarithromycin (macrobid), medroxyprogesterone acetate (provera), nsaids, paracetamol (acetaminophen), phentermine, acetylsalicylic acid (aspirin (cardio)) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, anxiety, fatigue, depression, bladder disorder, urinary tract disorder, migraine and weight increased was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: essure wire placement in 2007, (B)(6) 2014, (B)(6) 2011, (B)(6) 2011. On (B)(6) 2014 patient undergo for essure confirmation test. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: diagnosis: nephrolithiasis. Hysterosalpingogram - on (B)(6) 2014: essure wires in appropriate position with bilateral tubal occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fatigue, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 3880428- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, hyperlipidemia and hypertension. Concurrent conditions included tachycardia, hypertension, hyperlipidemia, irregular menstruation, urge incontinence, nephrolithiasis, insomnia, proteinuria, cystitis, hypothyroidism, amenorrhea, labile blood pressure, herpes simplex virus test positive, pain ankle, joint pain, joint swelling, chronic fatigue syndrome, fatigue, poor sleep, depression, sore throat and menstruation abnormal. Concomitant products included butalbital, ethinylestradiol;norethisterone acetate (loestrin), valaciclovir (valacyclovir) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), anxiety ("mental anguish"), urinary tract infection ("uti."), fatigue ("fatigue,"), depression ("psych injury- depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnorm. Bleed") and headache ("headaches."). The patient was treated with clarithromycin (macrobid), medroxyprogesterone acetate (provera), nsaids, paracetamol (acetaminophen), phentermine, acetylsalicylic acid (aspirin (cardio)) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, anxiety, fatigue, depression, bladder disorder, urinary tract disorder, migraine and weight increased was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: essure wire placement in 2007, (B)(6) 2014, (B)(6) 2011, (B)(6) 2011. On (B)(6) 2014 patient undergo for essure confirmation test. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: diagnosis: nephrolithiasis. Hysterosalpingogram - on (B)(6) 2014: essure wires in appropriate position with bilateral tubal occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fatigue, headache most recent follow-up information incorporated above includes: on 9-jul-2020: pfs received events "bladder or urinary problems or changes, migraines, weight gain" were added. Outcome of event " bladder or urinary problems or changes, migraines/ headache, weight gain, abnormal bleeding (vaginal, menorrhagia), uti, fatigue, depression, anxiety" were updated as recovering. Patient demographics and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 3880428- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and appendectomy. Concurrent conditions included tachycardia, hypertension, hyperlipidemia, irregular menstruation, urge incontinence, nephrolithiasis, insomnia, proteinuria, cystitis, hypothyroidism and amenorrhea. Concomitant products included valaciclovir (valacyclovir) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), anxiety ("mental anguish"), urinary tract infection ("uti."), fatigue ("fatigue,") and depression ("psych injury- depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnorm. Bleed") and headache ("headaches."). The patient was treated with clarithromycin (macrobid), medroxyprogesterone acetate (provera), nsaids, paracetamol (acetaminophen), phentermine, acetylsalicylic acid (aspirin (cardio)) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, anxiety, urinary tract infection, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: essure wire placement in 2007, (B)(6) 2014, (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: diagnosis: nephrolithiasis. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fatigue, headache most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received- case was upgraded from non-serious incident to serious incident. Explant date was added. Previously reported event of gen abnorm. Bleed downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.